Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #4 l-cem, cat# 5510f401, lot# unknown. Triathlon prim tib baseplate - cemented, cat# 5520-b-400, lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Infection left knee. Update 10/december/2018: rep indicated a date of explant, indicating revision.